Event description:
During coil embolization within an aneurysm, the first coil (gdc10, bsic) was advanced into the microcatheter and the coil was placed in the aneurysm without difficulty. Difficulty was experienced to withdraw the delivery system from the microcatheter, therefore, the microcatheter and delivery system were removed as one unit from the pt. There was no reported pt complications. There was no resistance while advancing the coil into the microcatheter. No other info was available.

Manufacturer narrative:
The product has been returned for eval and testing, but the engineering eval is not yet complete. Add'l info will be submitted within 30 days upon receipt.